Manufacturer narrative:
The reported lot number does not match any lot numbers manufactured for the reported device therefore a review of the DHR (device history record) could not be completed. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that after mechanical thrombectomy with the retriever (subject device), for a cardiogenic occlusion of the middle cerebral artery m1 segment was performed, the patient experienced intracranial hemorrhage at the left basal ganglion which was confirmed by magnetic resonance imaging (MRI). Heparin administration was discontinued and the patient reportedly recovered. No further information is available.

Manufacturer narrative:
The subject device was disposed of at the hospital..

Event description:
It was reported that after mechanical thrombectomy with the retriever (subject device), for a cardiogenic occlusion of the middle cerebral artery m1 segment was performed, the patient experienced intracranial hemorrhage at the left basal ganglion which was confirmed by magnetic resonance imaging (MRI). Heparin administration was discontinued and the patient reportedly recovered. No further information is available